Manufacturer narrative:
(B)(4). The service engineer replaced the top lcd panel. All performed tests were then passed.

Event description:
It was reported that the ventilator screen froze and started to flicker.. There is no reported patient involvement associated with this event.